Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the right side frame where the upholstery attaches is bent in. Out of box failure. No injury or property damage reported.